Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of his battery packs is not charging. He tried to put it in his monitor and the monitor would not start up. He stated that when he puts it in the battery charger it shows a flashing red circle. Pt stated that the other battery pack starts the monitor. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The middle cell had a high voltage. The pca board was shorted. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance, which looked to be water. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.